Manufacturer narrative:
(B)(4). Date sent: 8/25/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of these lots. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the staple line opened. Please clarify this information. Were there any staples missing from the staple line? What was the shape of the deployed staples (b-shaped, irregular, legs straight)? Did the same issue occur with all three reloads? If no, please explain what occurred with the two additional reloads.

Event description:
It was reported that on performing the second stapling to complete the gastrotomy, the staple line opened. The surgeon continued with third reload that did not fire and locked without being able to use it. The surgeon requested a new stapler and changed surgical strategy for total gastrectomy.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any staples missing from the staple line? No. What was the shape of the deployed staples (b-shaped, irregular, legs straight)? B-shaped. It was reported that there were three implicated reloads, however only one will be returned. Did the same issue occur with all three reloads? If no, please explain what occurred with the two additional reloads. No, just with the extra loads. The load that already comes in the stapler did not present a problem, the first extra load (second load in general) presented problems in the stapling and in the third load the stapler stopped. Has there been any consequence to the patient or alteration in the postoperative care of the patient as a result of the event? If yes, please give more details on the consequences. No . It is stated in the medical report that the surgical strategy had to be changed from gastrotomy to total gastrectomy. Does this mean that initially it was not intended to perform a total gastrotomy? Yes, initially only a gastrotomy would be done, but because the problems with the stapling the strategy had to be changed to a total gastrectomy.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Colorectal anastomosis. Was there any reinforcement material used? No. On the third shot, approximately how far has the device stapled and cut before braking? A single-firing (unique) circular stapler was used. What is the current state of the patient? Good . Did the patient have any permanent damage? No. Bleeding? No. What is your current state? Patient is recovered and performing adjuvant chemotherapy.

Manufacturer narrative:
(B)(4). Batch # n5585w. Device evaluation: the analysis results found that the tlc75 device was received with tyvek present, no apparent damaged and with a cartridge reload loaded in the device. The cartridge reload had the proximal 9 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.